Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have reseated the power supply ran the unit for two days without any further incidents. The device passed all tests and has been returned to patient use. (B)(4).

Event description:
Covidien received information stating that while in use on a patient an 840 ventilator generated a low ac (alternate current) power alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.